Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation the technician indicated that the image was ok. The scope passed the fog test with no abnormalities noted. Additionally, during testing the imager was burned into another olympus processor for 15 minutes and the image was still ok. The only reported image finding was a white dot showing an orange cone. Upon further investigation, it was observed that there was a malfunction in the down angle. It was also observed that the european conformity label needed to be replaced. It was observed that there was a leak from switch one, however there was an inability to check for additional leaks. It was also observed that there was a deep dent in the distal end plastic cover. It was observed that the light guide lens had a small chip. It was also observed that the glue of the bending section cover had a crack. It was observed that the insertion tube had buckles below the insertion tube boot and near the bending section cover. It was also observed that the light guide tube had buckles. It was lastly observed that the scope connector had dents and scratches on the gold pin. This report is also being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the snowy image could not be specified. Possible considerations based on historical findings as related to the reported event: leakage from switch one and breakage of charge-coupled unit were unlikely to be the root cause of the event. Although leakage from switch one occurred, there was no trace of water invasion in the subject device. Therefore, it was unlikely that the objective lens became foggy because moisture enter the lens as a cause for the reported event. A white dot was reported as detected on the image, we presume the charge-coupled device unit was partially broken however, the breakage was unlikely to be cause of the suggested event because the event was not reproduced. This concludes our investigation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope image was snowy and static. The reported issue was discovered during preparation of use for an upper endoscopy procedure. The procedure was subsequently completed with a similar device ( model gifhq190, (B)(6)) with no delay. There was no patient/user harm or injury reported due to the event.